Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removed") and sensitivity of teeth ("sensitive teeth") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and sensitivity of teeth (seriousness criterion medically significant). The patient was treated with surgery and surgery (two teeth pulled). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the sensitivity of teeth was resolving. The reporter considered medical device removal and sensitivity of teeth to be related to essure. The reporter commented: patient had two teeth pulled that year (unspecified), her teeth were sensitive but since removal of essure, no sensitivity at all her teeth were starting to go back to normal. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, sensitivity of teeth. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removed") and sensitivity of teeth ("sensitive teeth") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and sensitivity of teeth (seriousness criterion medically significant). The patient was treated with surgery and surgery (two teeth pulled). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the sensitivity of teeth was resolving. The reporter considered medical device removal and sensitivity of teeth to be related to essure. The reporter commented: patient had two teeth pulled that year (unspecified), her teeth were sensitive but since removal of essure, no sensitivity at all her teeth were starting to go back to normal. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, sensitivity of teeth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') and hyperaesthesia teeth ('sensitive teeth') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hyperaesthesia teeth (seriousness criterion medically significant) and asthenia ("I have 0 energy"). The patient was treated with surgery (essure removal and two teeth pulled). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the hyperaesthesia teeth and asthenia was resolving. The reporter considered asthenia, hyperaesthesia teeth and medical device removal to be related to essure. The reporter commented: patient had two teeth pulled that year (unspecified), her teeth were sensitive but since removal of essure, no sensitivity at all her teeth were starting to go back to normal. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, sensitivity of teeth, asthenia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter added. Event 'asthenia' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.